Manufacturer narrative:
(B)(4). A visual and functional inspection were performed. The reported balloon rupture was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that IFU, cdc, trek rx and mini trek rx, global, instructions for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat, if necessary); otherwise, complications may occur. The investigation was unable to determine a conclusive cause for the reported/noted balloon rupture, inner member (im) tear/leak. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the distal left anterior descending artery with moderate tortuosity and heavy calcification. Pre-dilatation was to be performed with a 2.0 x 15 mm mini trek balloon dilatation catheter (bdc), but the balloon ruptured during first inflation at 10 atmospheres. Reportedly, the bdc was not prepared prior to use per the instructions for use. The bdc was removed and the procedure was successfully completed with a non-abbott bdc. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.